Event description:
It was reported that a 190 balance middle weight guide wire was pre-loaded into the over the wire (otw) mini trek dilatation catheter (dl). Both were advanced through the guide catheter to the right coronary artery (rca). Resistance was met, and the heavily calcified lesion could not be crossed. The physician wanted to switch to a wiggle wire. A technique called "hydrogliding" was implemented. The mini trek catheter, proximal to the bmw wire, inside the rca, was then inflated to 16 atmospheres (atm). Once at 16 atms, the physician placed gentle force on the balloon catheter, expecting the mini trek catheter to remove via "hydrogliding", a pressure difference, while the bmw remains in the vessel. However, during the expected mini trek removal via "hydrogliding", both the bmw and the mini trek stuck together. Both the mini trek and the bmw were removed as a single unit. The patient was re-wired and a xience stent was successfully implanted. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mini trek device referenced was filed under a separate medwatch manufacturer report. The device was returned for analysis. The difficulty removing the balloon catheter was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified